Event description:
The fse reported that the generator error caused the system to lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.